Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump display flashed and said to seek alternate. The customer¿s blood glucose level was unknown at the time of incident. The customer states they went swimming with the pump. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Device received missing battery cap o-ring.